Event description:
It was reported that the device turns on and off when connected. This was noticed during acl reconstruction surgery. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The service evaluation revealed a defective power supply which might have caused the reported event. Furthermore, both inflow and outflow motor are worn out, the front panel is damaged and the distance between front panel and display is too small which might be caused by the mechanical damages that had been found at the display.